Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of and type of initial surgical procedure lot number? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? Date of mesh excision? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2016 and the mesh was implanted. After the procedure, the patient experienced strangulia. It was also reported that today the mesh was cut because it was placed too tight. Additional information has been requested.